Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the device displayed an "ECG monitoring failure" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and ECG monitoring functional stress testing without duplicating the report. The device was recertified and returned to the customer with a replacement multifunction cable. Review of the device log showed intermittent or loose connection with the multifunction cable which is likely related to the customer report. The defib receptacle was replaced as a precaution. The multifunction cable used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.